Event description:
The pt was implanted with a siltex saline mammary prosthesis on 9/17/1998. Subsequently, the pt experienced breast pain and inflammation/irritation/swelling. The date of the explant surgery for this complaint is unk.